Event description:
Customer reported that their scope is presenting a blurry image on the screen. During the procedure the image gets foggy in the center. As a result, they cannot see in the center, only on the outer edges. This event occurred at the time to during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: follow up #1 if follow-up, what type? Device evaluated by manufacture coding changed based on the investigation result. Additional information: device manufacture date. Evaluation summary based on the reported events, it is possible that moisture may have entered the objective lens unit and condensed, making the observed image unclear.

Manufacturer narrative:
Correction information: report source (checked "foreign", so fixed it.)